Manufacturer narrative:
The serial number of the analyzer is (B)(6). The review of the pcr signals of the idt results verified accurate result calling. There is no indication of a miscalling based on the generated pcr signals. The data analysis revealed no anomalies in the algorithm that could lead to erroneous results. An overall review of the system performance of cobas® 6800 instruments (B)(6), as well as the cobas® mpx reagent lot n01895, did not indicate any potential contributing factors. Based on this evaluation, these factors were excluded as potential root causes of the unexpected results. The discrepancy between the non-reactive pool of 6 (pp6) result and the reactive individual donation testing (idt) result can be primarily explained by the dilution effect of sample pooling combined with an extremely low viral load characteristic of chronic hbv infection. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable hbv results with cobas® mpx - 480t for donor samples tested on the cobas 6800 analyzer. A primary pool of 6 (pp6) was tested and the result was non-reactive. On (B)(6) 2026, an individual donor from the pool was tested and the result was reactive for hbv. The serology results were reactive for hbsag and anti-hbc using the alinity system.